Event description:
It was reporetd by the representative that during procedure, the surgeon pulled out the needle and holster during a st biopsy and it looks like the tip of the 03-09 hm device sheered and attached to the hm clip. The customer was unable to provide the lot number. The procedure was completed and the 2nd marker was placed in the breast.

Manufacturer narrative:
The hydromark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The instruction for use and deployment guide, provided with the device, must be followed to avoid the applicator from shearing. In accordance with iso 13485:2016 and iso 10993-1 requirements, the mammomark¿ biopsy site identifier devices have been tested for biocompatibility for their intended use and patient contactduration per iso 10993-1. The collagen marker and titanium clip are the only mammomark components classified as havingpermanent patient contact." Components of the applicator are classified as "limited patient contact" and qualified for the intendeduse during the procedure. Applicator materials are considered medical-grade but have not been evaluated for permanentimplantation. As with any implanted device, the implant site should be monitored for any signs of irritation or reaction following the surgical procedure. It was reporetd by the representative that during procedure the surgeon pulled out the needle and holster during a st biopsy and it looks like the tip of the 03-09 hm device sheered and attached to the hm clip. After reaching out to the reporter it was determinded the the tip shear did not go into the patients breast. The second marker was successfully implanted and the patient did not have to reschedule or undergo another procedure. No further information has been provided by the customer. The device was disposed of.

Manufacturer narrative:
The initial report was submitted 14-oct-2022. The purpose of this follow up #1 report is to correct the following items in the initial report: a5 grammar errors, d4 missing model #, d6a left blank, d8 left blank, e1 initial reporter name and telephone number were incorrect, g6 should have also had initial box checked.

Event description:
It was reported by the representative that during procedure, the surgeon pulled out the needle and holster during a stereotactic biopsy and it looked like the tip of the 4010-03-09-t3 hydromark device sheared and attached to the hydromark clip. The customer was unable to provide the lot number. The procedure was completed, and the second marker was placed in the breast.

Manufacturer narrative:
Follow up #1 report was submitted on 02-may-2024. The purpose of this follow up report (#2) is to correct section h11 'additional manufacturers narrative' in follow up #1 report that had the following incorrect information: "a5 grammar errors". This should state "b5" instead of "a5".